Manufacturer narrative:
Our product evaluation laboratory received one model 120804f catheter with stylet. The catheter body was broken at the proximal end of the proximal balloon windings. The edges at the break locations appeared to match. Part of the proximal balloon windings had unraveled. Both the balloon latex and distal balloon windings were intact. The customer report of "extremity has become detached" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during use, ¿the extremity¿ on the fogarty catheter detached when it was removed. Unfortunately, the customer was unable to provide any further information. There was no allegation of patient injury. Patient demographics were requested and not provided.